Manufacturer narrative:
Initial and final MDR 1914563 - device 3 of 4. (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024 the patient experienced an issue that the four-infusion set was leaked at infusion set site. The infusion set is used for 2 days. No further information available.